Event description:
During an in clinic follow up, it was noted the device longevity was less than expected. Technical support was contacted and suspected premature battery depletion. Technical support recommended device replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The pacer was received in normal working conditions with battery voltage at end of service (eos). A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench testing. Telemetry, impedance, pacing and output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Based on the information provided, the root cause of the unexpected depletion could not be determined as the product was not returned for analysis at this time.